Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the scanner and fingerprint scanner was failed. The field service engineer tested both the barcode scanner and the biometric ID for correct functionality and found no problems or issues. Fse then spoke with the users, who advised that users had not experienced any issues logging into the station or using the barcode scanner when returning medication. No problems were found with either the barcode scanner or the biometric ID. Both the user and the pharmacy escort confirmed that the devices were functioning correctly at that time. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, system scanner and fingerprint scanner was failed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported due to this event.